Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the item is falling apart, screws are loose. No pt injury. On (B)(6) 2010 central sterilizing supervisor stated via telephone that during a laminectomy the screw fell out and into the wound. It was retrieved immediately. No pt injury was confirmed. She believes the device may be five years old, and the problem may be related to age of device.